Manufacturer narrative:
The user facility stated that at the conclusion of a cycle a user facility employee was removing a load from their steris v-pro max sterilizer and experienced a burn. The employee subject of the reported event stated that he noticed moisture on the load. All instruments affected as a result of the reported event were properly reprocessed prior to use in any patient procedures. A steris service technician arrived on-site, inspected the unit, and confirmed it to be operating according to specification. The technician confirmed that the employee was not wearing appropriate ppe at the time of the reported event. The steris operator manual states on page 1-2, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." And on page 6-14, "steris recommends (in accordance with ansi/aami (B)(4), 2005) wearing chemical-resistant gloves when using the sterilization unit". The technician identified that the most likely cause of the moisture remaining on the loads was due to the loads not being properly dried prior to being loaded into the sterilizer. The steris operator manual states on page 6-3, "all items must be thoroughly cleaned, rinsed and dried before loading into the sterilization unit." The technician notified user facility personnel of the need to wear appropriate ppe when removing loads from the sterilizer. No additional issues have been reported.

Event description:
The user facility reported an employee experienced a burn when unloading their v-pro max sterilizer, medical treatment was sought and administered. No procedural delay or cancellation was reported.